Event description:
It was reported that the patient presented for a implant procedure. During the procedure, it was noted that the guidewire was unable to advance in the lead. The guidewire was unable to progress past the middle of the lead. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance stylet was not confirmed. Final analysis found a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. A stylet was able to be fully inserted and removed from the inner coil with no obstruction/restriction.